Event description:
In 2002, pt underwent exploratory laparotomy, intraoperative ultrasound of the liver, cholecystectomy, and right hepatic lobectomy. Abc bend-a-beam handpiece was used during the case. The tip of the bend-a-beam was not bent during the entire case. At the end of the case, after the pt left the o.r. Suite, when the end of the bend-a-beam was bent to assure that the tip was there, the tip of the needle was not found. A metallic piece that appeared to be the blunt opposite end of the needle, measuring approx less than half a centimeter was found. The needle tip was missing. A x-ray was taken and it was not determined if the needle was in the abdominal cavity.